Event description:
It was reported that leakage occurred during use with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, "infusion leaked from the connection."

Manufacturer narrative:
H.6. Investigation: four photos and one sample were received by our quality team for evaluation. The sample was subjected to catheter leak testing and failed. Upon visual inspection, it was observed that the inner luer of the adapter was dented; therefore, the incident could be verified. Further investigation was conducted to confirm where in the assembly process the dent could have occurred. Once found, a simulation was done. From the duplicated samples it was observed that the simulation samples matched the samples returned by the customers. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, it was found that there was a misalignment between the hub and adapter at the catheter holder station in the assembly process. A review of the manufacturing process shows the wear and tear of the stopper of the cylinder installed at the catheter holder station might have caused the chimney to be out of position. See h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, "infusion leaked from the connection."